Manufacturer narrative:
The serial number of the analyzer is (B)(6). The customer indicates that after changing the reagent lot, they have not received any further hiv initial reactive results. The amplification detection (ad) plate was requested for investigation.

Event description:
There was an allegation of questionable hiv result with the cobas® mpx - 480 assay results for a patient sample tested on the cobas 6800 analyzer. The initial result was reactive for hiv. The repeat results were non-reactive for hiv. The serology result was negative with the abbott alinity instrument with a value of 0.01. No erroneous results were released out of the lab.